Event description:
It was reported that the lead had t-wave oversensing, noise and delivered inappropriate shocks. The pace/sense portion of the lead was capped. A new lead was placed for the pacing and sensing. The high voltage portion of the lead remains in use. It was further reported that the device longevity did not meet the customer's expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.